Event description:
Boston scientific crm received information that this left ventricular (lv) lead was associated with a report of loss of capture and patient hospitalization due to syncope. A boston scientific field representative reported that impedance measurements had increased but were within normal operating range, and the pacing threshold was adequate. A boston scientific technical services consultant (ts) discussed how this lead was associated with the patient's right ventricular (rv) lead due to the current pacing vector, and discussed troubleshooting techniques to determine if the cause was likely lead-related or due to a lead-tissue interface issue related to patient arm movement.

Manufacturer narrative:
This report will be updated if additional information is received.